Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant procedures, he has had at least four cartridges that cracked/snapped at the tip all the way back up the shaft as he was injecting the iols in the eye. It was not only with high power iols. No further information is expected.

Manufacturer narrative:
Evaluation summary: one used cartridge in an opened pouch was returned along with two (2) unopened cartridges, and seven (7) opened pouches. All are from the same lot number. The samples were returned crumpled together in a bag. The one used cartridge has a small amount of viscoelastic observed. The tip has stress and is split/cracked along the right side. The cartridge shows evidence of being placed into a handpiece. The two unopened cartridges were examined. One tip has stress lines possible due to being returned loose without protection in a bag, crumpled together with the other samples. The second cartridge tip is undamaged. A functional test was performed per the directions for use (dfu) using a sample of the unopened cartridges, a qualified handpiece, 23.0 diopter lens and viscoelastic. The cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The used cartridge and the functionally tested cartridge were cleaned for further evaluation. Top coat dye staining was conducted with acceptable results. The cartridge product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause for the damage may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed. The manufacturer internal reference number is: (B)(4).